Event description:
Patient was revised to address pain and loosening of all components. Poly wear of the insert was also reported.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint database did not show any other reports against the manufacturing lots. Review of the device history records did not reveal any anomalies. The investigation could not draw any conclusions about the reported device loosening and polyethylene wear without the products to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.